Event description:
The pump was returned for investigation. Investigation revealed a misaligned force sensor component on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed multiple "no cartridge detected" warnings and "occlusion" alarms recorded during the initial pump setup of this new, "out of the box" pump that had never been used. On testing, the pump did not recognize the cartridge during the load step. The force sensor calibration test was not able to be performed due to the load step malfunction. The pump cover was removed for investigation and revealed a misaligned force sensor circuit component on the printed circuit board. No other defects were noted.